Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was high. The continuous blood glucose monitor displayed 400 mg/dl and high. There were no values shown when "high" was displayed. A bolus via the pump was delivered. A pump system check found no device issues. Tandem technical support advised the customer to discuss the event with a healthcare provider. Reportedly, the customer changed the infusion set site.